Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, unipolar and bipolar ventricular capture thresholds were 4v and 1.5v, respectively. Although the capture threshold was 0.5v at implant, the autocapture data showed that the threshold values varied from 2-4v one day post implant. An x-ray revealed that the lead had dislodged. The lead was successfully repositioned.